Event description:
The customer reported a hospitalization due to high blood glucose and diabetes ketoacidosis. The customer's blood glucose was in the mid 400's mg/dl at the time of hospitalization. Symptoms reported include severe nausea, vomiting, and confusion. The customer was wearing the insulin pump at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.